Event description:
It was reported that the device was in use with patient for infusion of cytarabine (chemotherapy). The reporter stated a leak in the infusion set occurred at the luer lock connection. The reporter stated the medication leaked on patient and pump. No adverse effects to patient reported.